Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a 63 yr old had a heart failure reduced ejection fraction (hfref) <20% and had evidence of post-operative cardiogenic shock with elevated central venous pressure (cvp) and cough. They were continued on epinephrine and milrinone. An echocardiogram on (B)(6) 2021 at 5100 rpm was noted for left ventricle internal dimension in diastole (lvidd) 8.2 cm, midline septum, severe right ventricle (rv) dysfunction. Additional information revealed multiple episodes of ventricular tachycardia (vt) post-procedure. In addition, the patient received lidocaine drops with minimal extopy. Additional information revealed the patient was started on mexiletine and IV lidocaine with decreased vt since the addition of lidocaine. As of (B)(6) 2021, all antiarrhythmic medications were discontinued except mexiletine. The patient was off all inotropes, erythropoietin and IV diuretics, by (B)(6) 2021. They were discharged on (B)(6) 2021 on mexiletine and with a medtronic implantable cardioverter defibrillator ( mdt ICD) in place. Additional information revealed the patient was weaned off epinephrine and epoprostenol by (B)(6) 2021 and milinone by (B)(6) 2021.

Manufacturer narrative:
Main investigation conclusion. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. It was reported that on (B)(6) 2021, the patient had a heart failure reduced ejection fraction (hfref) of less than 20%. The patient also showed evidence of post-operative cardiogenic shock with elevated central venous pressure (cvp) and cough. The patient was continued on epinephrine and milrinone. An echocardiogram was conducted on (B)(6) 2021 at 5100 revolutions per minute (rpm) and was noted for a left ventricle internal dimension in diastole (lvidd) of 8.2 cm, a midline septum, and severe right ventricular dysfunction. It was reported that on (B)(6) 2021, the patient had a heart failure reduced ejection fraction (hfref) of less than 20%. The patient also was reported to have evidence of post-operative cardiogenic shock with elevated central venous pressure (cvp) and cough. The patient was continued on epinephrine and milrinone. On (B)(6) 2021, the patient experienced multiple episodes of ventricular tachycardia (vt). The arrhythmia was not sustained and did not result in clinical compromise. Mexiletine and a lidocaine drip (gtt) were added to the patient¿s treatment, following which, minimal ectopy was observed. An echocardiogram was conducted on (B)(6) 2021 at 5100 revolutions per minute (rpm) and was noted for a left ventricle internal dimension in diastole (lvidd) of 8.2 cm, a midline septum, and severe right ventricle dysfunction. The patient showed slight volume overload and was treated with dual inotropes, erythropoietin (epo), and intravenous (IV) diuretics. As of (B)(6) 2021, all antiarrhythmic medications were discontinued except mexiletine. Additionally, all inotropic medication was stopped by (B)(6) 2021 and the patient¿s right heart failure reportedly resolved without sequelae on (B)(6) 2021. The patient was discharged on (B)(6) 2021 in stable condition while remaining on mexiletine. The patient¿s arrhythmia remained ongoing. The patient remains ongoing with heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and no further events have been reported at this time. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 lvas patient handbook, rev. C, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia and right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a heart failure reduced ejection fraction (hfref) <20% and had evidence of post-operative cardiogenic shock with elevated central venous pressure (cvp) and cough. They were continued on epinephrine and milrinone. An echocardiogram on (B)(6) 2021 at 5100 rpm was noted for left ventricle internal dimension in diastole (lvidd) 8.2 cm, midline septum, severe right ventricle (rv) dysfunction. Additional information revealed multiple episodes of ventricular tachycardia (vt) post-procedure. In addition, the patient received lidocaine drops with minimal ectopy.